Event description:
It was reported that a balloon rupture occurred. A 15mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 11atm. The procedure was completed with another of the same device. No patient complications reported and the patient status was stable. It was further reported that the target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery.

Manufacturer narrative:
Changed the event date from 12/26/2024 to 09/16/2024. E1 - initial reporter information: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 11atm. The procedure was completed with another of the same device. No patient complications reported and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter: (B)(6).